Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was left ventricular (lv) pacing inhibition causing a decrease in bi-ventricular pacing percentage from 75 to 50 percent. The physician programmed lv sensing off and consulted boston scientific technical services (ts). Ts discussed bringing the patient in to evaluate what was being sensed causing the inhibition. Further review found that the patient's intrinisc lv was being sensed after the right ventricular pace, which inhibited lv pacing. The lv offset was reprogrammed which resolved the issue and restored appropriate bi-ventricular pacing. No adverse patient effects were reported.